Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Physician reported a rupture of left side and possible capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.2, d.6, g.1, g.5.

Event description:
Additionally reported treatment to correct position of implant on unspecified side. The device remains implanted.